Event description:
Nurse claims they hung a 2000cc bag of tpn at rate of 85cc/hr and attached a secondary of 100cc insulin at rate of 1cc/hr in 2005. Nurses reported I&c for two days that the correct amt infused. Two days later, the nurse looked at the bag of tpn and saw that no fluid had infused even though the pump indicated it had infused the correct amt. The tpn was on channel a. The insulin contained 50 cc two days later. The reporter states this is the original bag of tpn and not a new one.